Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient was planning for a normal end of service replacement in (B)(6) 2018, however the pump went bad in (B)(6) 2018, causing problems. The caller stated that the pump was alarming and the healthcare provider (hcp) could not get it to turn off. The pump was put in lower settings until the replacement surgery. It was noted that due to the old pump being on lower settings when the patient had the new pump implanted the settings needed to be titrated up weekly until she returned to optimal settings. No symptoms were reported. The issue was reported to be resolved. No further complications have been reported as a result of this event.

Manufacturer narrative:
Updated/corrected event date in b5 to 2017-dec to reflect b3 event date on initial report. If information is provided in the future, a supplemental report will be issued.

Event description:
Correction: it was reported that the patient was planning for a normal end of service replacement in 2018-(B)(6) , however the pump went bad before this in 2017[updated/corrected from 2018-dec], causing problems.